Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of low pacing impedance and capture anomaly were not confirmed. The electrical properties of the lead were evaluated and exhibited normal device characteristics.

Event description:
It was reported during implant this lead displayed low pacing impedance despite trying different locations. Sensing and pacing values were normal. The lead was not implanted.